Manufacturer narrative:
A visual examination of the returned uphold (tm) lite revealed that the dart was missing from the suture attached to the blue dilator. A review of the device history record (DHR) confirmed that the device met all material, assembly, and product specifications at the time of release to distribution. The investigation concluded that this complaint is associated with a product that meets the design and manufacture specifications but due to anatomical/procedural factors encountered during the procedure, performance of the device was limited. The most probable root cause classification is operational context.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite with capio slim was used during a vaginal vault suspension procedure performed on (B)(6) 2014. According to the complainant, during the implantation procedure, the needle detached upon fixation of the mesh leg to the sacrospinous ligament and was left in the cage of the capio device. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
It was reported to boston scientific corporation that an uphold (tm) lite with capio slim was used during a vaginal vault suspension procedure performed on (B)(6) 2014. According to the complainant, during the implantation procedure, the needle detached upon fixation of the mesh leg to the sacrospinous ligament and was left in the cage of the capio device. The procedure was completed with another of the same device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
The patient's age is unknown; however it was reported that the patient was over 18 years of age. (B)(4) needle detached. Although the suspect device has been received, the evaluation has not been completed. Therefore, the cause of the reported malfunction has not been determined. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.